Event description:
Radial jaw 4 biopsy forceps not working properly. When the forceps are closed and reopened, the spike becomes hidden on one side of the forceps. MFR: please note that we do no send products to the MFR, but you may arrange for pick-up by calling my number below.